Event description:
It was reported that the user observed a piece stuck inside the pump and experienced high glucose, and subsequent review of images confirmed the visible component was the pump¿s metal drive screw, which was present in the cartridge chamber and appeared damaged, indicating a device mechanical issue. Symptoms included hyperglycemia. Outcomes included use of subcutaneous insulin via pen. Investigation included visual inspection by image review, troubleshooting guidance, and assessment of device function. Investigation of this case revealed damage to the drive screw consistent with a component malfunction. It was concluded that the device had a mechanical failure leading to hyperglycemia, and a replacement device was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.